Event description:
The customer reported false reactive architect hiv ag/ab combo results on a patient that was not reported out of the laboratory. The following results were provided: (B)(6) 2024 sid (B)(6) serum = 4.1 s/co; edta plasma = 1.8 s/co, siemens platform is negative. No impact to patient management was reported.

Manufacturer narrative:
Although a definitive cause for the issue was not identified, the architect (B)(6) was considered the likely cause for the issue. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or deficiency was identified for the architect i2000sr analyzer. All available patient information was included. Additional patient details are not available.